Event description:
Healthcare professional additionally reported hole in valve.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported right side "deflation." Healthcare professional later reported "ruptured" implant with "defect at valve." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.